Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced to dilate the lesion. However, during the first inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was simply removed from the patient's body as a whole all together and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.